Event description:
Customer service sent out new strips because user had used so many trying to get a reading. User allegedly had a meter that kept giving error codes, even with new batteries and a new bottle of strips.